Manufacturer narrative:
G4:17nov2020. B4:24nov2020 . The fse (field service engineer) evaluated the device and confirmed the reported problem. The fse replaced the blower and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing. Based on information provided and service performed, it has been confirmed unit did not meet product specifications. No product has been returned for investigation. The root cause was isolated to the blower. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 18dec2020. B4: 31mar2021. The blower assembly was received for investigation. The blower assembly passed all testing. The reported complaint of a blower assembly noisy was not duplicated. There were no faults found with the blower assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11sep2020.

Event description:
It was reported that the unit had a loud noise. There was no patient involvement.